Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that a pump fill was ¿status quo¿ but the patient experienced itching post-refill and burning. The patient then presented with overdose symptoms in the emergency room. The patient also had altered mental status. The location of the issue or symptoms was noted as the device pocket. The event required hospitalization. No diagnostics were performed at the event but they would be performed in the future. The product issue was not resolved. The system was being used to deliver morphine. The patient status at the time of the report was ¿alive ¿ no injury.¿ follow-up has been requested for information concerning the cause of the event, troubleshooting performed, and the patient outcome. A supplemental MDR will be submitted if additional information is received.